Manufacturer narrative:
(B)(4). Catalog #: unknown but referred to as a cook günther tulip filter. Expiration date: unknown as lot # is unknown. MFR date unknown as lot # is unknown. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2011." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Additional information provided determined that this device was manufactured by cook inc. With the submission of this follow up report, william cook europe informs that this complaint has been transferred from william cook europe to cook inc.

Event description:
This additional information received on 04/06/2017 as follows: plaintiff allegedly received an implant on (B)(6) 2011 via the common femoral vein due to motor vehicle accident. Plaintiff alleges attempted retrieval on (B)(6) 2011. Plaintiff is alleging tilt, device unable to be retrieved, tip of ivc filter embedded in wall and unable to snare, shortness of breath, light headed, headaches. Additional information provided determined that this device was manufactured by cook inc. With the submission of this follow up report, william cook europe informs that this complaint has been transferred from william cook europe to cook inc.